Event description:
Per dealer, mattress smells of mildew. The dealer may need to contact the mattress distributor to discuss this mildew issue, all mattresses made and shipped form the manufacturer's location are manufacturer to customers specifications, quality inspected and in good conditions when shipped out.